Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient could not enter MRI mode due to battery voltage being low. It was also reported the device displayed the end of service (eos) message "replace generator soon" and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.